Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station 1 west cubie failed on row 3.2, b2, b4, and b6. These cubies were replaced with new ones; however, the same results were observed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawers 3.1 and 3.2 had defective drawer retractors. A field service engineer (fse) replaced the drawer retractors to resolve the issue and the station became operational. The system functioned as intended after the field service engineer repaired the device.